Event description:
Report received from the USA stating that the device had damage nose cone. It is unk if the device was used in surgery. It is unk if injuries were reported. It is unk if medical intervention was reported. The date of the event is unk. There was no add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).